Event description:
It was reported that noise leading to oversensing and the inappropriate automatic mode switch was observed on the right atrial (ra) lead. No intervention was performed. The patient was stable and will continue to be monitored. There were no adverse consequences.